Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 38 x 2.50mm promus premier drug-eluting stent was advanced for treatment. However, after multiple attempts, it was noted that the tip of the stent itself was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 38 x 2.50mm promus premier drug-eluting stent was advanced for treatment. However, after multiple attempts, it was noted that the tip of the stent itself was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. Promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The proximal end of the stent was damaged and stretched with stent struts lifted and pulled distally. The outer diameter of the undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube kink 480mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis.